Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: b5,g3. H11: h1,h6 (patient). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port implantation via the internal jugular vein, the catheter of the device was allegedly broken via x-ray examination .it was further reported that the device was allegedly unable to be aspirated and the patient allegedly experienced neck swelling during infusing of saline . The port system was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter in two segments were returned for evaluation. Visual, microscopic visual and functional evaluations were performed. The investigation is confirmed for the reported catheter damage and the identified deformation, material separation and wear issue, as a circumferential split was noted approximately 1.1 cm from the distal end of the cath-lock. A circumferential break was noted approximately 6.1 cm from the distal end of the cath-lock. A partial break was noted approximately 1.4 cm from the proximal end of the distal segment. Both edges of the partial circumferential break on both catheter segments (proximal and distal) were jagged and rounded. The edges of the complete circumferential break were jagged, with both rounded and granular break surfaces. The identified break is typical of flexural fatigue, which is due to the repetitive, kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately four years and seven months post port placement, the catheter was allegedly damaged. It was further reported that the catheter was allegedly found to be broken under x-ray examination. Reportedly, port system was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port implantation, the catheter of the device was allegedly broken via x-ray examination .it was further reported that the port was removed. There was no reported patient injury.